Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set would ¿not lock in place¿; further described as "on-off clamp didn't stop". This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted broken occlude feet on the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed; leak and clamp function testing identified a leak with the twist clamp closed. The reported condition was verified. The cause of the condition could not be determined; however, a potential cause of this type of damage is exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that can damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.